Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review, the clinic discovered the pacemaker was in backup vvi mode, which was a result of poor telemetry with the merlin transmitter. The device was reprogrammed and the issue was resolved.